Event description:
The pt called lifescan and alleged that their meter was powering off during use. The pt stated that the last time pt used their meter was 12/2004 at 6:00 p.m. Pt visited the emergency room to test their blood sugar because pt was experiencing a loss of balance. The pt was given 50 units of 70/30 insulin and were put on "serum." The pt stated that the meter would power off before the shutoff time was up. The batteries were correctly installed and the battery contacts were in good condition. The pt replaced the batteries and the issue was not resolved. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to a serious injury. A replacement meter and bottle of control solution are being sent to the pt.